Event description:
Ous MDR - it was reported that the patient fell and that premature battery depletion is suspected as the cause. The date of the fall is not known to biotronik. Biotronik was informed about this incident in the context of a lawsuit. The ICD was not returned to biotronik.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 51 charge processes had been documented. The memory content of the ICD was analyzed. The eos battery state had been automatically activated on (B)(6) 2013 after the ICD had delivered 42 full-energy shocks within one hour. The therapies were delivered due to repeated detection of intrinsic signals in the programmed vf zone, as well as re-detection in the programmed vt zone. The eos state was the result of a temporary drop in the battery voltage below the eos threshold due to the strong burden on the battery because of the therapy deliveries. The observed ICD behavior is not a device malfunction. The therapy deliveries are as expected based on the chosen programming ¿ and in particular because of the programmed vf intervention rate ¿ at the occurred tachycardias. In a next step, the eos state was removed with a technical programmer, and the device then showed the battery state mol1; the battery voltage of 2.88 v indicates a charged battery. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time, in particular, proved to be normal. A check of the impedance measurement functions and of the signal sensing of the ICD did not reveal any anomalies that could be related to the clinical observation. Summary: the analysis did not indicate a malfunction of the ICD. There was no premature battery depletion. The battery status eos was the result of a temporary drop of the battery voltage below the eos threshold. The cause for this was a strong load on the battery due to the multitude of consecutive charge processes, which was triggered by the regular detection of tachycardic intrinsic cardiac signals.